Event description:
It was reported that occlusion alarms occurred. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump.